Event description:
It was reported that the device was unable to be recaptured. While using a filterwire, the physician was unable to recapture the filter. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned matches with upn provided by the customer. The visual inspection was performed and it was noted that the wire kinked at 64.4cm and at 67.0cm approx. From the proximal end; and the spring tip stretched and bent. The filter bag could not be deployed from the sheathing. Evidence of fluids were found on this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device was unable to be recaptured. While using a filterwire, the physician was unable to recapture the filter. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
(B)(4).